Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has coronary artery disease (cad)and ischemic cardiomyopathy (icm). Reported that (B)(6) 2013 complicated by drive line infection (dli), positive for proteus mirabilis, on doxycycline 100 mg twice a day. The patient also suffered gastrointestinal bleeding (gib) and depression. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gi bleed and depression could not conclusively be established through this evaluation. It was reported that the patient has coronary artery disease (cad) and ischemic cardiomyopathy (icm), which was complicated by a driveline infection on (B)(6) 2013. The patient¿s driveline was positive for proteus mirabilis and the patient was placed on doxycycline 100 mg twice a day (bid). The patient also suffered from depression. In addition, the patient had a history of gi bleeding from 2013. The account later communicated through a telephone call stating that per infectious disease, the patient was treated with antibiotics and the issue resolved. The patient¿s gi bleed was also stable and required no treatment. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists bleeding and infection (driveline, pump pocket, and local) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU lists psychosocial issues as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.